Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd board. It was also received with cracked case at display window corners, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.